Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. Based of the technical investigation report of the follow-up report was created for the investigation. The complained pump was not available. Only the device history log files were investigated. During the analysis of the device history, no abnormalities could be found. The complaint could not be confirmed. No product deviation could be identified.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbmi laboratory in (B)(4). If we get technical investigation report, a follow-up will be created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over infusion". Customer information (only registered in (B)(6)): patient receiving npt on pump turned on at 8pm on 11/08, which should finish after 24h. At 14h of 12/08, the solution had already finished, the total programmed volume was 1121ml in 24h which gave a flow rate of 46.7 ml / h, that is, everything was programmed correctly, however this 6h advance occurred.